Manufacturer narrative:
The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided.

Event description:
It was reported that: patient has pain in the knee cap area. Patient states that she feels her knee is in a vice grip.

Event description:
It was reported that: patient has pain in the knee cap area. Patient states that she feels her knee is in a vice grip.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown left triathlon knee.an evaluation of the device cannot be performed as the device remains implanted. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4): remains implanted.